Manufacturer narrative:
The date of the event(s) were reported to be june 2017. Therefore, the first day of the month was used as the occurrence date. Article reference: pisani, a., f. Hounat, c. Brega, o. Borghese, w. Braham, and s. Alkhoder. "Infective endocarditis following transcatheter aortic valve implantation." In annales de cardiologie et d'angéiologie, vol. 69, no. 4, pp. 204-206. Elsevier masson, 2020. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The source of the infection could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the medical article, "infective endocarditis following transcatheter aortic valve implantation", post implant of a 26mm sapien 3 valve, the patient presented to the emergency unit with a fever. Blood culture tests detected streptococcus mitis, and echocardiography showed a central vegetation on the prosthetic aortic valve without any surrounding abscess. Antibiotic treatment was started, but the patient continued with persistent fever and inflammatory syndrome. The patient was scheduled for emergent surgical prosthesis explant and the perioperative exploration revealed a vegetation on the prosthetic valve cusp, surrounded by an abscess at the aortic ring level. The 26mm sapien 3 valve was explanted and replaced with a surgical valve. The patient was discharged in good clinical condition.